Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in denmark. On (B)(6) 2024, it was reported that the patient encountered two infusion set needles were broken. The insertion site was at belly. The fracture occurred after she changed the set. No further information available.